Event description:
The customer reported that the system displayed a saturation fault error message which likely caused the system to shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The candlesticks were regreased and the x-ray tube was seasoned. The system was then found to be operating as intended.